Event description:
It was reported with the patient¿s first implantable neurostimulator (ins) batteries, the first time the therapy was turned on was in (B)(6). When the therapy was turned on they could not speak and they were reprogrammed 2 times to resolve the issue. They feared that it would happen again and they only wanted to turn the therapy on with the manufacturer representative present. The ins was replaced on (B)(6) 2014 because the previous battery didn¿t function. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot# va0j9k0, implanted: (B)(6) 2014, product type lead (x2); product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).